Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2013, this pt underwent endovascular repair of an abdominal aortic aneurysm using fore excluder aaa endoprosthesis. It was reported that the pt had highly tortuous external iliac arteries. Therefore, a "pull-through technique" was used to insert a gore dry-seal sheath (sdv1828/10804498) from the right femoral artery. After the sheath was advanced to distal of the right renal artery, the pull-through wire was accidentally withdrawn; thus, another stiff wire was inserted from the right femoral artery to place the trunk-ipsilateral leg component. The trunk-ipsilateral leg component was deployed successfully distal to the right renal artery. Contralateral leg components were also deployed and touch-up ballooning was performed.